Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a (B)(6), female, non-invasively ventilated patient who normally runs 80-85% o2 saturations was displaying an o2 saturation of 65% with 3-stars, yet the patient looked physiologically stable. The patient had an rd set inf-l sensor on the (l) great toe. Debbie and stephanie followed troubleshooting tips, put on a new inf-l sensor and repositioned to the (r) great toe. The patient still had an o2 saturation of 65-69% with 3 stars on the ge monitor. It was decided by the nurses to put the patient on an lnop neo-l sensor on the (l) great toe. There was an 8% point difference once the lnop neo- l sensor was plugged in to the ge carescape bx50 monitor, with the lnop sensor reading 72%. Further troubleshooting with the rd set inf-l sensor improved slightly, but still at a 5-6% difference with 3-stars, with the lnop sensor reading higher. No patient impact or consequences reported.